Manufacturer narrative:
An event of drainage running down patient's leg from the access site of the delivery system at the groin was reported. Information from field indicated that manual pressure was applied for 50 minutes before a pressure dressing was applied and the drainage was controlled. No blood transfusion was required. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) study, patient site ID: (B)(6) it was reported that on 22 march 2022, a 12f amplatzer torqvue 45x45 delivery sheath was used during a procedure. After the procedure, it was noted that drainage was running down patient's leg from the access site of the delivery system at the groin. Manual pressure was applied for 50 minutes before a pressure dressing was applied and the drainage was controlled. The patient status was stable.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6)- catalyst ide study, patient site ID: (B)(6). It was reported that on 22 march 2022, a 12f amplatzer torqvue 45x45 delivery sheath was used during a procedure. After the procedure, it was noted that drainage was running down patient's leg from the access site of the delivery system at the groin. Manual pressure was applied for 50 minutes before a pressure dressing was applied and the drainage was controlled. The patient status was stable.